Manufacturer narrative:
Med watch submitted on: convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient reports the new package delivers a thinner product. The duoderm she received was thinner than those she normally had. New package sent from the same lot number and the complaint stayed the same. The normal duoderm extra thin is thicker than the duoderm in the new package. The patient reports normally the duoderm stays on for about 3 days while this thinner duoderm rolls up after 4 hours and cannot be used and it has to be removed. This patient uses the duoderm on prescription from her dermatologist. The physician also prescribes a cortisone cream she uses under the duoderm. She has a chronic rash on the inside of her hand.